Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose of 40 mg/dl, and paramedics were called. The customer stated that paramedics made him drink orange juice and his glucose level back up over 40 mg/dl. The customer refused going to the hospital. The customer stated that the sensor did not alert him when his glucose level was low. Troubleshooting was performed. The customer stated that he inserted a new sensor the night before and the insulin pump alerted him, but the alarm was not recorded on the alarm history. Reviewed sensor alarm history and all the calibrations and alarms showed in the history. Performed a self test and the device passed the test. No further information was provided.